Manufacturer narrative:
(Exemption number e2015033). (B)(4). Additional information: according to the currently available information, it appears there is a problem with the active electrode, most likely due to excessive mechanical stress to it. To determine an exact root cause a device investigation of the explanted device is necessary. A date for explantation has not been made available so far. This is a final report.

Event description:
The patient fell and hit her head roughly 6 months ago. External parts were checked and were apparently functioning properly. Re-implantation has been recommended but no further information received.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). According to the currently available information, it appears there is a problem with the active electrode, most likely due to excessive mechanical stress to it. To determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation has been recommended but no date has been made available yet.

Event description:
The patient fell and hit her head roughly 6 months ago. External parts were checked and were apparently functioning properly. Re-implantation is considered but no date has been scheduled.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient fell and hit the head roughly 6 months ago. External parts were checked and apparently functioning properly.